Event description:
It was reported that the pump screen partially lights up. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.